Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer was unsure if the blood glucose level was impacted. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be within the cartridge. Cts advised the customer to change the cartridge.